Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® implant 4 x 13mm (oss413) was returned for investigation attached to a removed restoration (image 1-3). Visual inspection of the as returned product identified wear and debris about the collar, and the implant is fractured at the threads. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2014040273. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2014040273) for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D4: expiration date and UDI. D10: device available for evaluation date. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was fractured. The bottom part of the implant remains in the bone. Additional appointment is required for implant removal. Tooth location 11.